Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the images had flipped. It was stated that the images were flipped on the mobile viewstation (mvs) monitor. There was no delay to the case. No reported impact to the patient. The reported issue occurred during a lumbar fusion l3-l5 procedure. It was stated that troubling shooting was performed by the manufacturer representative (rep) and the site. They checked the 3d orientation and didn¿t realize that they had turned the 2d orientation buttons on, so the images were flipped and reversed. The issue was resolved after a conversation with the rep. Additional information was received stating that this was user error and the system was functioning as intended.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(4) g2: this event occurred in canada, see section e. H3, h6: no products have been returned to medtronic for analysis. Code b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.